Event description:
A customer reported a cartridge alarm issue with their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, as it was under warranty. The customer was informed they would receive a pump with updated software and was instructed on how to prepare the faulty pump for return. No backup insulin therapy was available, so the customer planned to contact their healthcare provider. The replacement pump was sent without requiring a signature for delivery, and the customer was given guidance on managing both the storage mode of the pump and the return process.